Event description:
It was reported to boston scientific that during a gastronomy, in which radial jaw 3 biopsy forceps were used, one of the jaws separated from the device. The nursing staff tested the open/close action on the radial jaw 3 biopsy forceps prior to inserting down channel. Once in the pt the nurse saw a piece of metal in the patients' duodenum where the forceps was introduced. The biopsy forceps was removed; one of the grasper jaws was missing. The broken segment was retrieved for the pt with no injury sustained to the pt. The case was completed with another of the same device. Pt is reported to be "stable".

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates cannot be determined.